Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in a damaged condition with a cracked housing and screen. A cassette was attached to the device and ran with no issues. The investigation could not duplicate the "no disposable" alarms. It's recommended to recalibrate the upstream sensor and replace downstream sensor as preventive measure.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited continue no cassette attached alarm. The patient reported stuffy nose, which causes her to sleep with her mouth open making her mouth dry and was advised to speak with md. Subsequently, the patient switched to back up pump. No reported adverse effects.